Manufacturer narrative:
After battery installation, device displayed a critical pump error on the lcd screen due to moisture damage electronic assembly. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device had cracked case. Device p-cap / test reservoir locks in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they received the open book image on the insulin pump screen. Customer stated that there was x picture with a manual with a question mark on the screen. Customer stated that there was hairline crack at back of insulin pump. Customer stated that retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.